Event description:
A customer reported she had expired test strips and asked for replacement of expired product. The customer further reported on (B)(6) 2010, she got a reading of 356 mg/dl using expired test strips that was higher than she felt and reportedly experienced loss of consciousness and seizure. She reportedly self-treated with excedrin and "store brand antihistamine" to counteract the event. No diabetes-related self-treatment or third-party medical intervention was reported. There was no report of death or permanent impairment associated with this medical event.

Event description:
The facility representative contacted baxter to report an infusor that had a reservoir ruptured after filling at the hospital. The device was filled with 70 milliliters (ml) of 5-flourouracil and 22 ml normal saline. The ample of 5-flourouracil was used with no filter. There ws no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been requested but has not yet been received by baxter for evaluation. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was confirmed. A batch review has been performed. All release criteria were met for the production of this batch. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).